Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side textured to smooth implant exchange. Healthcare professional later reported capsular contracture baker grade unknown. Healthcare professional later reported baker grade IV. Device was explanted and replaced.

Manufacturer narrative:
E1: zipcode: (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side textured to smooth implant exchange. Healthcare professional later reported, capsular contracture, baker grade unknown. Healthcare professional later reported, baker grade IV. Device was explanted and replaced.